Event description:
A resolute onyx drug eluting stent was intended to be used to treat a lesion located in the mid left anterior descending (lad) artery with 90% lesion stenosis. The patient presented with acute mi. The target lesion was reported to be moderately tortuous and mildly calcified. No other abnormalities were reported in relation to anatomy. No damage was noted to packaging, i.e. Shelf carton, hoop/tray and no issues were noted when removing the device from the hoop/tray. Resistance was not encountered when the protective sheath was removed out of the package. The device was inspected with no issues. The device did not pass through a previously-deployed stent. Resistance was not encountered when advancing the device and excessive force was not used during delivery. During delivery of the resolute onyx after pre-dilation, the stent dislodged inside the guiding catheter. The stent was retrieved to the y connector and removed out of the patient¿s body. The 2 stent devices (the reported onyx and 3.5 mm onyx) using 6fr launcher were delivered, strong resistance was encountered and the stents were dislodged. It was reported that it was difficult to deliver 2 stent devices using 6fr guide catheter according to the specification. The device was replaced with another manufacturers product. The patient is alive with no injury.

Manufacturer narrative:
Evaluation summary: the stent was not present on the balloon but did return for analysis. Stent was returned loaded in y-connector. Y-connector needed to be broken, to remove the stent for analysis. Crimp impressions were visible on the exposed balloon surface. Deformation was visible to the stent wraps, with struts stretched, bunched and overlapping. No tip deformation was evident during inspection. Additional information: no additional device was used to remove the dislodged stent. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: lot number of the resolute onyx 3.5mm is unknown. If information is provided in the future, a supplemental report will be issued.